Event description:
Staff description: patient developed st depressions on the monitor leads ii & v1. Called resident and while obtaining a 12-lead EKG, when v2-v6 leads connected the EKG tracing disappeared off the screen and unable to obtain a 12-lead stat. Changed EKG trunk cable, primary 5 lead connection, v2-v6 connection cable changed, and patient EKG patches (electrodes) changed x2 and re-prepped twice before 12-lead obtained. It took 10 minutesbetween the start of EKG changes and when 12-lead EKG obtained.cardiology contacted for consult by primary team and cardiac echo done to r/o mi/ ischemia.clinical engineering analysis: there seems to be several factors involved with this problem, including electrode impedance and the monitor's response to high impedance / noisy signals. Staff report indicates they prepped the skin prior to placing electrodes and the 5 lead monitoring was working ok before attempting the 12-lead. This problem has been ongoing sporadically since we started using the solar 8000i monitors 4 years. The device serial numbers are from the same batch. The problem is not isolated to a particular monitor and has been observed on several different monitors.======================manufacturer response for monitor, physiological, solar (per site reporter).======================investigation ongoing. Ge suggests problem is due to excessive artifact/noise in EKG signal.